Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint was able to be confirmed based on the photo. The r & d team was consulted regarding this complaint. Complete functional testing could not be completed because the applier was returned with only the last clip indicator remaining. The trigger was engaged to load the load the misaligned last clip indicator. Upon engagement, it was observed that the trigger was not engaging with the ratchet. The last clip indicator was loaded into the jaws and removed. The last clip indicator was observed to be severely damaged upon removal. The device was disassembled. It was noted that the handle was not over compressed. The trigger ears were observed to be sheared off the trigger and there was a lack of grease applied to the ratchets. The probable root cause of the reported misfire clips was determined to be the lack of grease which caused the trigger ear breakages. There was not enough grease applied to properly cover half the ratchet profile in both sides of the handle. The reported complaint of "jamming - clip stuck in jaw area" was confirmed based upon the sample received and the customer photo. The device was returned with the last clip indicator protruding out of one of the channel slits. The r & d team was consulted regarding this complaint. Complete functional testing could not be completed because the applier was returned with only the last clip indicator remaining. Th e trigger was engaged to load the load the misaligned last clip indicator. Upon engagement, it was observed that the trigger was not engaging with the ratchet. The last clip indicator was observed to be severely damaged upon removal. The device was disassembled. The trigger ears were observed to be sheared off the trigger and there was a lack of grease applied to the ratchets. The probable root cause of the reported misfire clips was determined to be the lack of grease which caused the trigger ear breakages. There was not enough grease applied to properly cover half the ratchet profile in both sides of the handle. A non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "about 12th clip got stuck in the applier and did not come out to be seated to the jaws properly during a laparoscopic hepatectomy. Therefore, the applier was replaced with a new unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "about 12th clip got stuck in the applier and did not come out to be seated to the jaws properly during a laparoscopic hepatectomy. Therefore, the applier was replaced with a new unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".